Event description:
The caller reported via phone call that the customer had a failed battery test on the insulin pump. Customer's blood glucose was 284 mg/dl. Caller stated that he was not using a new battery. Caller stated that he would run to the store to get new batteries and call back if he has any issues. Caller could not continue troubleshooting since there was no battery in the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.